Event description:
It was reported that a freestyle libre 3 plus sensor paired with the ilet system was not showing a warm-up timer and was not providing glucose readings, and the user received a pairing failed alert. Symptoms included no glucose data available. Outcomes included temporary loss of glucose monitoring. Investigation included user-guided troubleshooting and education via the ilet mobile app to rescan the active sensor. Investigation of this case revealed that the sensor had already been activated and subsequently displayed the remaining warm-up time, after which readings were expected to resume. It was concluded that the issue was resolved through re-scan and confirmation of an already activated sensor, with no further action required.